Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated potassium result generated by the architect c16000 processing module for a patient. The result was not released out of the laboratory. The sample was repeated, yielding a result within the normal range. The following data was provided: customer¿s normal reference range: 3.5 to 5.7 mmol/l initial potassium result = 7.1 mmol/l repeat potassium result = 5.7 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated potassium results while using architect ict sample diluent, lot number 35855un25 and architect ict reference solution lot number 29419un24, on the architect c16000 processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer retested the sample using the same lot for the initial testing and the retesting and qc (quality control) was in range. No subsequent issues have been reported. A search for similar complaints did not identify an increase in complaint activity for the complaint lots, and no increase in complaint activity was identified for list numbers 01e49 and 02p32. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lots. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c16000 processing module, serial number (B)(6), and architet ict sample diluent lot number 35855un25 or architect ict reference solution lot number 29419un24, was identified.

Event description:
The customer reported a falsely elevated potassium result generated by the architect c16000 processing module for a patient. The result was not released out of the laboratory. The sample was repeated, yielding a result within the normal range. The following data was provided: customer¿s normal reference range: 3.5 to 5.7 mmol/l. Initial potassium result = 7.1 mmol/l. Repeat potassium result = 5.7 mmol/l . No impact to patient management was reported.